Event description:
A male with ischemic cardiomyopathy. S/p heartmate ii lvad implant in 2008. Routine post-op course. Discharged the following month. Sixteen days later, readmitted and diagnosed with pericardial effusion and pneumonia. S/p diuresis. Discharged the following month. Four days later, called physician office with complaints of left side chest pain - 6/10-and nausea. Pump was not alarming, flows were +++, pi: 1.3-1.7 range; pump power 13. Inr 1.3. Advised to go to local ER. In the ER, pump power 17, bp normal -map 70-. Manufacturer notified of pump failure. Patient intubated, received tpa, epi drip, and heparin. S/p emergent pump replacement. Outcome: neurologically intact, extubated pod #2, no current pump problems. Back-up system.